Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead model is included in a field advisory. Evaluation summary: (B)(4) full lead in segments was returned and analyzed. Proximal conductor fractured. The distal conductor was distorted; defib conductor was distorted; distal conductor had blood/body fluid (not obstructed); defib conductor fracture (overstress); blood/body fluid outer tubing overlay; outer tubing kinked/buckled; outer insulation melted; outer tubing overlay melted; outer tubing overlay cosmetic environmental stress crack; outer insulation torn; outer tubing torn; exposed defib coil had white substance; outer insulation cosmetic depression; blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead was removed due to an apparent lead fracture, and returned to the company due to the possibility of infection. The lead was replaced and no further patient complications have been reported as a result of this event.